Event description:
A surgeon reported a pt with residual astigmatism following bilateral intraocular lens (iol) implant surgeries. The iols were reported to have rotated off axis. Relaxing incisions were done for the first eye during the surgery. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: root cause has not been identified. Add'l info was requested on 12/22/2010 and 01/04/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).